Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the distal right coronary artery (rca), with calcification and tortuosity. Pre-dilatation was performed with a 2.0 x 12 mm balloon. The 2.75 x 18 mm xience prime stent was deployed, after which a distal edge dissection was observed. Another xience stent was implanted to cover the dissection with a good final patient outcome. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the instructions for use xience prime everolimus eluting coronary stent systems as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.